Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient's ins was removed. They stated there was a loss of therapy. The therapy worked for the first year or so then therapy stopped working. Patient's goal with the ins was to be medication free and to avoid medication side effects but their healthcare professional (hcp) was having then try medication with the ins so patient just wanted ins out. Patient mentioned they did have programming changes and was suggested having a revision to put in a different location after having fell a couple of times due to their ms. Patient stated their ins was removed (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. It was reported that the device was working ineffectively. Patient responded better to botox and requested removal. The device was disposed of in the operating room. No further complications were reported.